Manufacturer narrative:
If implanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. If explanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were 6 cases of toxic anterior segment syndrome (tass). It was learned that for this event, the visual symptoms are not debilitating. The patient presented with history of significant pain, blurred vision since the evening of surgery, diffuse corneal edema, elevated intraocular pressure (iop) to 60 mmhg, mild anterior segment inflammation, originally thought edema secondary to elevated iop but with lowering of iop, limbal to limbal edema persisted and then considered to be tass treatment provided was intensive topical steroids and iop meds. The following meds were also given but was noted as the doctor's standard care, prolensa everyday, inveltys 2x/day, moxifloxacin 2x/day, lumigan , combigan 2x/day, simbrinza 2x/day, diamox 500 mg tablets. It was stated that current patient status is the iop normal, corneal edema resolved, pupil remains enlarged possibly related to elevated iop with iris ischemia and or secondary to possible tass, best corrected visual acuity (bcva) 20/30. Intraocular lens (iol) remains implanted. No additional medical or surgical intervention required. The other products are not being returned for evaluation. Additional information received noted that the customer investigated the cases. However, root cause for the tass has not been determined. No other information was provided. This report is 6 of 6 cases for tass capturing the event for the healon endocoat. Separate reports are being submitted for each of the other products involved.